Manufacturer narrative:
Additional attempts were made to gather additional missing information; however, as of the date of this report, the additional information has not yet been received. Patient's ethnicity and race could not be stated by the dental assistant and patient's weight was unknown. Device has not been sent back as of yet for evaluation. Once the evaluation is completed or the product is returned for investigation, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a reaction while using the comfort splint device. The patient returned to his dental office and reported that his lips were swollen, inflamed, and chapped after use of the device. The patient did not notice the reaction until 2 weeks after delivery. The exact date of incident was unknown; however, the patient returned to his dentist in (B)(6) 2018 to report the issue.

Manufacturer narrative:
The device was returned and evaluated for physical structure. The device was manufactured per patient's prescription. The upper tray and lower tray were both returned. A visual inspection was performed and found the device was returned with normal wear and tear. The edge and labial surface were slightly rough. No adjustments made by the physician. No cracks seen, the layers were intact, and no visible discoloration. The device appeared very clean. A review of the material lot was performed and found no non-conformances. A series of biocompatibility test were performed on a similar thermoformed mouth guard, and it was found that the sleep device materials have been found to be biocompatible. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation, found in any of the test articles. The incident is being monitored, tracked, and trended.